Event description:
It was reported that the insulin pump alarmed no delivery 3 to 4 times over the course of 1 week. The customer did not know the blood glucose reading. He also reported air bubbles in the infusion set during a past event. He stated that he had been hospitalized for 28 days, but the issue was neither related to diabetes nor the insulin pump. He was unable to troubleshoot for the alarm at the time of the call. He declined to return the reservoir and infusion set for analysis. He was advised to monitor the device and to call back if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.